Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer replaced the power management (pm) board too address the reported problem. Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified. The 1104 error code could not be duplicated.